Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 500 mg/dl. Customer reported that the they received software error and they were able to clear the alarm. Customer state they unable to troubleshoot. The product will not be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Formatted history file confirmed software error detected and the motor arm cannot communicate with the main arm due to software error.